Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient was hospitalized for non-device related reasons, they experienced a run of ventricular tachycardia (vt) and received appropriate therapy. An interrogation was performed and high out of range left ventricular (lv) impedance measurements of greater than 2500 ohms were observed for the lv lead and cardiac resynchronization therapy defibrillator (crt-d). It was noted that the impedance measurement had been high and out of range for the last eight months. A lead fracture was suspected, but not confirmed. The crt-d was reprogrammed by electrically abandoning the lv lead. The crt-d and lv lead remain in service and no adverse patient effects were reported.